Event description:
A blood glucose test was performed and the result was 141 mg/dl. The customer stated that they were not feeling well. They were taken to the hospital, where they receievd a result of 174 mg/dl. The hospital performed a lab test the result is unknown. No treatment was received. No controls in use. A request was made for the return of the suspect device and replacement product was sent.